Manufacturer narrative:
Patient's weight was not provided. When the requested information becomes available, a supplementary report will be submitted. PMA/510(k) - not applicable.

Event description:
Per complaint(B)(4),during clinical procedure, patient experienced loss or failure of implant to integrate.